Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted that the lead was designed with a permeable septum in the distal tip with allowed blood ingression to occur. This was not an out of specification condition. A guidewire test could not be performed due to the condition of the dried blood obstructing the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire could not be manipulated through left ventricular (lv) lead lumen after backloading the wire without issues. A second attempt was made wire without success. The lead was inside the introducer. The lead was opened and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.